Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving the error 5 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 10:30 pm the patient obtained the error message error 5 on the reported meter; she did not obtain a blood glucose reading. At 12:00 midnight the patient took her usual dose of 25.0 units lantus insulin. On (B)(6) 2014 at 12:30 am the patient experienced the symptoms of shaking and anxiety; she did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin without benefit of a blood glucose reading due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 2/27/2014 and 3/11/2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (03/05/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.